Event description:
It was reported that a drain ws inserted after a surgical procedure. The drain functioned normally for two days. On the third day, the reservoir swelled without absorbing fluid. It was pointed out by the pt, and a dr noticed that this drain had a pinhole 5 cm from the connector. The physician cut that portion of the drain and then it functioned normally. A hematoma formed and six days later, the surgical wound dehisced. The pt was resutured.